Manufacturer narrative:
E1: reporting address state: (B)(6), reporting address postal: (B)(6), reporting institution phone #: (B)(6), reporter phone #: (B)(6).

Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator displayed a "(cbit) check vent: oxygen device failed (ec 1111)." There was no patient involvement when the issue occurred. No patient or user harm reported. A philips field service engineer (fse) reported that the o2 pressure was verified, and then performed the following functions - high pressure leak test, o2 mix accuracy test, and checked the o2 inlet filter for debris. The fse reported that all tests were completed with values within acceptable range. The fse noted that during the o2 mix accuracy test, the o2 was at 63,4% for the 60% test; the fse noted that the result was obtained despite some attempts at calibrating the analyzer o2 sensor. The fse replaced the o2 valve and ran full performance verification. There were no errors, and the o2 mix accuracy test was far more accurate now. The v60 ventilator was returned to the customer. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.